Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not delivering insulin through the tubing and alarmed no delivery. The nurse stated that the customer was admitted in the emergency room with high blood glucose of 251mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating withing specifications. The device passed all functional testing an no excessive no delivery alarms noted.